Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with an intertrochanteric femoral fracture was implanted with j-pfna on (B)(6) 2013. Approximately one month post implant the blade backed out of the plate. During a revision procedure the surgeon used cerafit into the bone space and inserted a competitor nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: product development and additional evaluation was conducted. The report indicates that mechanically the returned parts are fully functional the failure cannot be replicated as it is a loss of reduction in the bone. This can be indicative of the improper locking which has resulted in the backing out of the implant. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.